Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported hospitalization due to high blood glucose. The current blood glucose reading is over 600 mg/dl. Customer has been off the insulin pump for eight days. Customer is vomiting, nauseated and excessive thirst. Customer treated with manual injections and insulin pump. The blood glucose reading at the time of the event was 285 mg/dl. The insulin pump alarming no delivery. Hospital treated with IV fluid. During troubleshooting, time and date correct. Programming is correct. High pressure test failed twice. Nothing further reported.